Manufacturer narrative:
Device was used for treatment, not diagnosis. Trumble, t., clarke, t. And kreder, h. (1996). Non-union of the scaphoid. The journal of bone and joint surgery, inc. 78-a, 1829-1837. This report is for an unknown 3.5mm cannulated ao/asif screw/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: trumble, t., clarke, t. And kreder, h. (1996). Non-union of the scaphoid. The journal of bone and joint surgery, inc. 78-a, 1829-1837. This study was a retrospective review of results of 34 patients in which patients with a scaphoid non-union were treated with bone grafting, one of two types of screws and temporary placement of kirchner wires. Sixtween patients were treated with a herbert screw (group 1). Eighteen of these patients were treated with a 3.5mm cannulated ao/asif screw from 1990 to 1992 (group 2). The following complications were reported: two patients in group 2 requested screw removal due to clinical and radiographic impingement of screw. Three patients in group 2 requested screw removal for personal reasons. Two patients in group 2 had postoperative pain. An unspecified number of patients in this group experienced avascular necrosis post-operatively.one patient in this group showed evidence of avascular necrosis preoperatively. This is report 1 of 1 for (B)(4). This report is for an unknown 3.5mm cannulated ao/asif screw.